Manufacturer narrative:
The investigation determined that the performance testing failed. Based on information available for investigation a specific root cause was not determined.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg test system (hcg) results for a patient sample on the cobas 6000 e 601 module. At 13:21 the initial hcg result was 21.14 miu/ml and the repeat result was 41.63 miu/ml. The sample was rerun at 13:37 and the hcg result was 28.58 miu/ml. On (B)(6) 2017 the sample was rerun. The hcg result was 3146 miu/ml and believed to be correct as it matched previous results and a repeat sample. It was asked but not known if an erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The hcg reagent lot number was 24867503 with an expiration date of 30-sep-2018.